Event description:
Baxter in japan reports heater bag inflated with air during automated peritoneal dialysis therapy. Pt was asked to discontinue treatment with current set up. Affiliate reports no pt injury and no med intervention.